Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an implant procedure, the patient blood pressure dropped while closing the pocket. Pericardiocentesis was performed on (B)(6) 2018 after it was confirmed by echocardiography and it produced drawback blood. Cardiac perforation was noted by the physician, not involving leads or device. The cardiothoracic surgeon showed that the cardiac injury was at the take off of the coronary sinus (cs). The physician believed it was due to the cs sheath which was a competitive product. The patient was stable prior and during the initial procedure and the patient expired a day after the procedure.